Event description:
Technician was using the laser to treat a kidney stone in 2007 using a 270 micron laser fiber in conjunction with a 20 watt holmium laser. Customer start treatment at 4hz / 1200j treatment then progressed to 4hz at 2000j to completely remove the stone. Total treatment time was 8 minutes 30 seconds. After treatment when the technician went to remove the fiber from the laser, the technician noticed that the sma connector was hot to the touch. From the connector the technician suffered what was termed as a minor burn. No intervention was necessary and no injury was suffered by the technician.